Event description:
On (B)(6) 2012, the reporter called animas alleging that the pump rebooted three times on its own that same day and that has never happened before. The reporter denied any trauma to the pump, exposure to moisture, cracks or stripped threads in the battery compartment and denies seeing any cracks in the pump casing. The reporter also denied damage to the battery cap; however, reporter stated that the yellow "o" ring is visible when he attempts to tighten down the battery cap and the battery cap keeps turning without tightening. The reporter stated that the battery cap has never been replaced on this pump. The user guide instructs the user to change the battery cap every three to six months. There are no reported adverse events associated with this complaint. This complaint is being reported because the rebooting issue remained unresolved at the conclusion of the call.

Manufacturer narrative:
(B)(4): a review of the black box indicated rebooting had occurred. Visual inspection of the pump showed a cracked battery compartment. The battery cap returned with the pump had stripped threads and was unable to attaché appropriately to the pump, resulting in rebooting. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A test battery cap was used to complete investigation. The pump was exercised for 24 hours with no additional power issues. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.